Manufacturer narrative:
(B)(4). Medical devices: unknown femoral catalog#: ni lot#: ni; unknown tibial tray catalog#: ni lot#: ni. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due instability and tibial insert fracture. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MFR number 9610576.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MFR number 9610576.